Event description:
The intra-aortic balloon pump (iabp) started to alarm. The rn checked instantly because they were standing in the next room. The rn checked the pt's site and saw specks of blood in the tube and then witnessed blood filling the entire tubing to machine instantly. The iabp was placed on standby. A nearby rn was asked to verify the complication. Md notified right away. Md made cath lab team aware to come in for stat change.